Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -9.5/+2.5/044 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced low vaulting. On (B)(6)2023 the lens was explanted; on this same date a replacement lens of longer length was implanted and the problem was resolved.